Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 01-aug-2024, mentor received additional information about the event: - the patient developed capsular contracture (baker grade unknown). The side of capsular contracture (left, right, or bilateral) was not specified. - information about the identity of the patient¿s breast prostheses was reported. Left implant: mentor memorygel breast implant 535cc, catalog #3505535bc, lot #6866828, serial # (B)(6) PMA #p030053. Right implant: mentor memorygel breast implant 480cc, catalog #3505480bc, lot #6862216, serial #(B)(6) PMA #p030053. It has still not been clarified if which breast prosthesis ruptured (left, right, or bilateral). If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on lot #6866828 and lot #6862216, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 02-aug-2024, mentor received additional information about the event. The patient dob is (B)(6) 1988. D4: UDI currently unavailable since the exact lot and catalog number of the suspected device cannot be determined with the available information. Manufacturer¿s reference number: (B)(4).